Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a few days ago, I was an emergency doctor in the municipal emergency service. We drove with the emergency ambulance to a patient who needed reanimation. Therefore, we started with the reanimation according to guidelines. As part of the reanimation, I wanted to use a 25 mm intraosseous access with your system for drug application. I would say that I am an experienced user of the ez-io. When ez-io needle was placed in the bone, the stylet could not be removed from the needle. It did not work, not even by force. Two colleges also tried to remove the stylet, but they are not able to remove it, too. The reanimation was stopped shortly after the issue was noted due to various new patient information, so that no injury of patient occurred. We removed the ez-io needle and tried again to remove the stylet, without any chance. Needle was visually inspected afterwards and did not show any abnormalities.".